Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation was melted and was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that the right atrial lead had increased threshold. The lead was extracted. During the lead replacement, the pacemaker was taken out of pocket. The ventricular lead was disconnected to check threshold. When the ventricular lead was reinserted. The pacemaker went to a unipolar configuration and ceased to pace. The device was then explanted and replaced and the ventricular lead reconnected. The device performed appropriately. No patient complications have been reported as a result of this event.